Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. A follow-up submission will be filed when additional information is available. While in use traveling up a hill the side frame of the device broke. The occupant he fell out of the chair and rolled down the sidewalk, scrapping his arms, legs, and hands and bruising his hip. They took him to the emergency room right after the incident. He had been attending therapy to relearn to walk. This incident set him back from moving forward with learning to walk.